Manufacturer narrative:
It was reported that patient catheter bags are leaking and cannot be used. Due diligence has been completed. No additional details are available related to the customer reported issue. Despite good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No medical intervention, serious injury, or follow-up care has been reported. Based on the information reviewed, the event did not involve a death or serious injury, however a reportable malfunction (a malfunction that would be likely to cause or contribute to death or serious injury if the malfunction were to reoccur) is present. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3. This complaint requires a MDR submission, which has been completed and documented.

Event description:
It was reported that patient catheter bags are leaking.